Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 2.7, 6.7 and 21.9 mmol/l with in 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fall in the 'c' zone showing the difference to be clinically significant.